Manufacturer narrative:
Without a lot number, the expiration date, manufacture date and UDI could not be determined. The customer did not have a sample or lot number for the 3m¿ ioban¿ 2 antimicrobial incise drape used in this procedure. The customer reported chloraprep¿ and betadine solution were used for skin preparation prior to application of the 3m¿ ioban¿ 2 antimicrobial incise drape. A lecia microscope was used during the procedure. The customer reported there have been other similar cases where an ioban¿ drape was used in conjunction with a microscope and no skin issue occurred. The cause of the skin injury remains unknown.

Event description:
A nurse practitioner reported a patient had an t4-t6 thoracic laminectomy with endoscopic biopsy of the spinal cord. A 6650ez 3m¿ ioban¿ 2 antimicrobial incise drape was reportedly applied to the site. When the drape was removed, the customer reported the patient experienced an "ulceration near the incision". There was a circular area of red skin around the closed incision and a small area of pearly white skin lateral to the mid portion of the incision. A plastic surgery consult occurred one week following the surgery. Bacitracin ointment and transparent dressings were recommended for treatment of the injury. A leica microscope was reportedly used during the procedure.